Manufacturer narrative:
Customer discarded device.

Event description:
The user facility reported that the device overheated during a procedure and burned a patient. The burn was a small, first degree burn that was not given any further treatment. The surgeon followed up with the patient and the burn had healed with no scarring. No other adverse consequences were observed.